Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device is not PMA approved and record is no longer reportable to the FDA. Additional, corrected and/or changed data: b.5, d.1, d.2a, d.2b, d.3, d.4, d.9, g.1, g.4, h.3, h.4, h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV diagnosed by ultrasound and mammography. The device has been explanted and replaced with another manufacturer's device. The device is not PMA approved and the event of capsular contracture baker grade IV is not reportable to the FDA.